Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: perforation of patient bowel during procedure. Probable root cause: manufacturing defect (burrs). Rotated distal pivot pin. User lack of training. User error. User abuse. Surface irregularities. Incorrect sterilization/reprocessing procedure. Handling procedures. The device manufacture date is not known. (B)(4)

Event description:
It was reported that the patient's bowel was perforated while using the grasper. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: perforation of patient bowel during procedure. Probable root cause: manufacturing defect (burrs), rotated distal pivot pin, user lack of training, user error, user abuse, surface irregularities, incorrect sterilization/reprocessing procedure, handling procedures. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient's bowel was perforated while using the grasper. The procedure was completed successfully.